Event description:
Device 2 of 2. Reference MFR report: 1627487-2019-02751. It was reported the patient's drg system was exhibiting high impedances. X-ray taken revealed one of the patient's leads was broken. Consequently, both of the patient's leads were explanted and replaced with new leads. Postoperative, the patient's stimulation therapy was restored again.